Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. Customer reported the insulin pump was hit on the door knob. Customer reported there was a crack on the lcd and on the insulin pump. The customer decline to troubleshot for the low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.